Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 4 years, 6 months. The replaced portion of the repaired percutaneous lead was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the several low speed advisory alarms occurred while the lvad system was connected to the power module over the past few days, with the speed dropping as low as 7,000 rpm. The alarms did not occur while the patient was on battery support during the day. The patient was reported to be asymptomatic. The patient was traveling at the time and was advised to go to the nearest implanting center for evaluation. On (B)(6) 2016, the patient presented to the implanting center for a device interrogation, log file download and x-rays. A system controller log file was provided to the manufacturer's technical services representative for review. It was observed that on (B)(6) 2016, there were multiple pump stoppages while the pump was connected to the patient cable and power module. X-ray images did not show any visible areas of damage or concern on the internal or external portions of the percutaneous lead. On (B)(6) 2016, the manufacturer's technical services representatives performed a percutaneous lead repair by replacing about 22 inches from the distal end. The alarm returned after the pump was attached to the regular grounded patient cable. No additional information was provided.

Event description:
Additional information: the patient continued to have pump speed drops after the percutaneous lead repair of (B)(6) 2016 which led to a pump exchange on (B)(6) 2016.

Manufacturer narrative:
A distal end percutaneous lead (lead) replacement was performed and approximately 20 inches of the external portion/distal end of the lead was returned and evaluated. Electrical continuity and high potential testing did not identify any breaches to the wires that would have resulted in the reported event. The pump was returned with the lead cut approximately 3 inches from the pump housing and the severed portion of the lead was returned in two pieces, a 5 inch piece, a 6 inch piece, and a 23 inch distal-end portion. Electrical continuity and high potential testing was performed on the returned portions of the lead, which did not identify any breaches to the wires that would have resulted in the reported event. Electrical continuity testing of the pump end portion of the lead did not reveal any discontinuities or shorts. The shielding and bionate layers were removed, and examination of the underlying wires revealed a breach in the insulation of the orange wire approximately 2.5 inches from the pump housing, near the terminus of the pump end bend relief. The conductors of this wire were exposed. The insulation breach of the orange wire appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The disruptions in the insulation of the orange wire would have interrupted pump function as a result of the exposed conductors potentially contacting the braided shield and shorting to ground if the device was supported by the power module. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.